Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose (bg) level of 350 (mg/dl). Manual injections were delivered to address bg levels. Due to the supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed. It was indicated that manual injections were available for diabetes management.